Event description:
The customer reported generating elevated troponin I results for quality control (qc) levels. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of patient harm as a result of this event.